Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the basic occlusion test due to protruded/loose drive support disk. The device had minor scratches on the lcd window, cracked case at display window corners, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube lip, and stained end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
Customer reported via phone call, during the fill process the insulin pump starting squirting insulin and the number didn't appear on the screen. Customer stated after holding the act button the device had alarmed compromised force sensor system. Customer stopped use of the device and reverted to manual injections. Customer agreed to return the device for analysis.